Event description:
It was reported that during an unspecified treatment procedure, a shaft break occurred. The 90% stenotic lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The physician advanced the 2.75x12mm quantum maverick balloon to the lesion, but was unable to cross the lesion and outside the body an unspecified portion of the shaft broke into two pieces. The procedure was completed with another 2.75x12mm quantum maverick balloon. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during an unspecified treatment procedure, a shaft break occurred. The 90% stenotic lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The physician advanced the 2.75x12mm quantum maverick balloon to the lesion, but was unable to cross the lesion and outside the body an unspecified portion of the shaft broke into two pieces. The procedure was completed with another 2.75x12mm quantum maverick balloon. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: examination of the device revealed that the hypotube was separated 68cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).